Event description:
It is reported that the tip is sticking out of the outer package. Next layer and inner-most layer of package are broken as well.

Manufacturer narrative:
This report will be amended when our investigation is complete.